Event description:
Medtronic cardiovascular has received a journal entitled, "treatment of delayed retrograde dissection after endovascular stenting of thoracoabdominal aortic aneurysm: graft-to-endograft anastomosis" the heart surgery forum #2008-1106 12(1), 2009 [epub february 2009]". A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a fusiform aneurysm from left subclavian artery 1.5 cm proximal to the celiac artery with maximum diameter of 7 mm. The physician first performed a left carotico subclavian artery bypass prior to stent graft deployment. The pt's left subclavian artery was overstented. A second graft was inserted distally. The pt's postoperative course was uneventful, and he was discharged on the third postoperative day. His control CT scan revealed an intact endovascular stent and intact aortic tissues on the 30th day; however, on the 32nd postoperative day, the pt entered the emergency department with chest pain. A CT scan revealed a retrograde dissection from the proximal part of the endograft. Emergent surgical repair was planned. Exploration of the aorta revealed the entry site of the dissection to be at the convexity of the arch, between the left common carotid artery and the brachiocephalic trunk. The intimal flap extended vie the retrograde route into the ascending aorta. The aorta was reconstructed with a 32-mm graft. The distal part of the graft was partially anastomosed to the previously placed endograft along the alignment with the minor curvature of the arcus aorta. The left carotid artery and the brachiocephalic trunk were subsequently revascularized separately with 8-mm grafts. The aortic valve was repaired, and the lad was bypassed with a saphenous vein graft. The postoperative period was uneventful. A CT scan at the fourth postoperative week confirmed satisfactory repair. A f/u at 1 year revealed no complications.

Manufacturer narrative:
Evaluation results/conclusion: (dissection, surgical repair), (curved aortic arch), (device contraindicated for surgically transposed left subclavian artery). The journal article reference is the heart surgery forum #2008-1106 12 (1), 2009 [epub february 2009].